Manufacturer narrative:
The customer reports that the cns (central monitoring system) has an error within the software. When the customer presses the admit/discharge button on the 6th tile down in the all beds screen, he gets an application error asking to debug. He can click on "ok" or "cancel" and the system always reboots the cns software. Customer was advised to stop using the cns and to send it in to nihon kohden for repair. Customer replaced the cns with a spare unit, but has yet to return the device for repair/evaluation. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reports that the cns (central monitoring system) has an error within the software. When the customer presses the admit/discharge button on the 6th tile down in the all beds screen, he gets an application error asking to debug. He can click on "ok" or "cancel" and the system always reboots the cns software.

Manufacturer narrative:
The customer reports that the cns (central monitoring system) has an error within the software. When the customer presses the admit/discharge button on the 6th tile down in the all beds screen, he gets an application error asking to debug. He can click on "ok" or "cancel" and the system always reboots the cns software. Customer was advised to stop using the cns and to send it in to nihon kohden for repair. Customer replaced the cns with a spare unit, but has yet to return the device for repair/evaluation. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.